Event description:
It was reported that prior to the start of a surgical procedure, a hole was discovered in the hose portion of a pneumatic drill. Backup equipment was used to complete the procedure, without causing a clinically significant delay. There was no reported pt or user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR, and an investigation is anticipated. A f/u report will be submitted if investigation requires.